Event description:
The new hearing aid wearer brought both aids back to the dispenser's office. She said that she had woken up one day with bleeding ears. Her dr diagnosed an infection and advised against wearing hearing aids.